Manufacturer narrative:
(B)(4).

Event description:
It was reported that transmitter having issues occurred. The product was evaluated. An external visual inspection was performed and passed. Pairing test was performed and passed. Voltage test was performed and passed. A review of the transmitter download review was performed and signal loss was found within the investigation window. The allegation was confirmed. The probable cause was determined to be signal loss. No injury or medical intervention was reported.